Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(6). (B)(4).

Event description:
It is reported that the stent partially dislodged in the sheath. The physician removed the stent from the sheath. There is no reported patient injury. The visi-pro balloon-expandable biliary stent system was received for evaluation with the stent threaded over the catheter shaft but not centered over the balloon chamber. The balloon chamber was in post-inflation profile (not tight-wrapped and no stent witness marks). The stent exhibited strut deformation on both sides (distal and proximal) with more damage noted at the distal end.